Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the calcified circumflex artery. A 3.00 x 24 mm synergy¿ was advanced but the device was unable to cross the lesion. Upon removing the device, it was noticed that the stent was damaged and was dislodged. The dislodged stent was still on the delivery system. The device was removed as a whole all together. The procedure was complete with a different device. No patient complications were reported and the patient's status was stable.